Manufacturer narrative:
Patient was revised to address pain. The old srom stem was cut distally by surgeon to shorten stem on anterior side only and he re-used it. Unk - dor (B)(6) 2013 (left hip). The device associated with this report was not returned. Review of the device history record and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. Per the reporting this femoral stem was modified by the surgeon and re-implanted. This is not recommended use of a depuy device. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address pain. The old srom stem was cut distally by surgeon to shorten stem on anterior side only and he re-used it.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update (B)(6) 2016- pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address pain and dislocation. The pfs reported mobility issues, swelling, and weakness. Adding head/liner to complaint and part/lot numbers for the stem.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.